Event description:
After approx. 6 days of intra aortic balloon therapy, alarms sounded and diastolic augmentation decreased, blood was noted in the tubing. The intra aortic balloon was removed and not replaced. No patient injury or further complications occurred as a result of this event.